Manufacturer narrative:
The company rep examined the system and found several IV fluid low and IV fluid empty system messages in the event log. The facility operating room staff did not notice any system messages displayed. The customers own air/gas fluid syringes and the company rep air/gas fluid syringes were tested and no problems were found. The air/gas fluid and infusion functions were tested and no problems were found. The complaint was not duplicated. The system was then tested and met all product specifications. The root cause is unk. (B)(4).

Event description:
A nurse reported that the infusion reservoirs were depleted of water and air infused into the eye. Pt impact is unk. Additional info has been requested.